Event description:
Boston scientific received information that this system was exhibiting noise and pacing impedance measurements less than 200 ohms. A revision procedure was performed and the associated right ventricular (rv) lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service. This product issue will be updated if additional information is received.